Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that there were no blood back alarms present in the iabp log files, and no blood was found in the blood detect tubing. As a precaution, the stm replaced the condensate removal module (crm) (0997-00-0986-01), safety disk (0997-00-0985-01), and the blood detect tubing (0008-00-0312). Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Jt 29jan 2020 this report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event after the intra-aortic balloon (iab) ruptured. There was no report of patient injury or harm and no adverse event was reported. Related balloon complaint # (B)(4). Related to pump complaint # (B)(4).